Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
Related manufacturer's report # 2916596-2020-03182. It was reported that the patient was sitting in a chair when the patient had a persistent low flow alarm with the flow reading at 0 liters per minute (lpm). The patient was asymptomatic and was hydrated. The patient had taken all of his medications for the day. The patient performed a controller exchange and the alarms resolved. A review of the log file captured the low flow events and the calculated flow at 0 lpm. Prior to the low flow events there was a rotor instability flag noted in the log which caused the low flow events to occur. The rotor was not properly levitated causing erratic flow or no flow. The way to resolve rotor instability is to disconnect and then reconnect the driveline to get the rotor to stop, reseat, then lift off properly. A controller exchange will accomplish the same thing.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low flow alarms was confirmed via analysis of the submitted log files; however, the events were not reproduced during analysis of the returned system controller. Per event information, the patient experienced a persistent low flow alarm on (B)(6) 2020 with estimated flow as low as 0.0 lpm. It was reported that the patient was asymptomatic, hydrated, and compliant on medications for the day. Following a directed controller exchange over the phone, the alarms reportedly resolved. The controller log files contained data from (B)(6) 2020 through (B)(6) 2020 and found that the pump maintained a speed at or above the low speed limit without issue. A sustained low flow hazard alarm was captured on (B)(6) 2020 following a rotor instability fault flag. Although the low flow conditions following the rotor instability, the system appeared to be operating as intended and there were no other notable alarms active in the log files. The returned system controller was functionally tested and found to operate as intended during analysis. The returned device was able to support a mock circulatory loop for an extended period of time without any atypical alarms or events being captured; the reported events were not reproduced during testing. Although the low flow event was confirmed, the investigation did not identify a correlation between the returned system controller and the events recorded in the submitted and retrieved log files. There were incidental findings of a tear in the gray outer jacket of the black power cable, pump running led's were dim, and unreadable serial number label. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate iii instructions for use section 7-¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5-¿alarms and troubleshooting¿ explain how to handle properly interpret and troubleshoot low flow and controller internal fault alarms. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 7 ¿alarms and troubleshooting¿ contains information on all system controller alarms and how to resolve them. The heartmate 3 lvas patient handbook includes a list of alarms and the proper actions associated with them in section 5 "alarms and troubleshooting". Section 8 "handling emergencies" lists examples of emergencies and what actions to take. No further information was provided. The manufacturer is closing this event.

Manufacturer narrative:
Section b5: additional information. No further information was provided. The manufacturer is closing this event.

Event description:
The alarms resolved. The patient was doing well clinically.